Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. The patient was placed under general anesthesia for the duration of the procedure. After the steerable sheath was in position in the left atrium and the pigtail catheter was in the left atrial appendage, but before the device was inserted, a st segment elevation was observed. Air was visualized in the patient via echocardiography images of the anterior left ventricle. The ejection fraction was noticed to be decreased. Catheterization of the left heart was completed. After 3-4 minutes the st segment returned to baseline and was resolved after 8 minutes. The air embolism resolved, and ejection fraction also returned to baseline after 8 minutes. The amulet device was successfully implanted after the catheterization and the st elevations were resolved. There was a delay in the procedure, however no serious injury occurred. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
An event of air embolism and st elevations were reported. A returned device inspection to rule out any device-related causes could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. A CAPA was initiated for further investigation on the amplatzer steerable delivery sheath air ingress trend, per internal procedures.